Manufacturer narrative:
Additional data: h.6 further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed, and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side late seroma, and right capsule, fibrosis, stromal sclerosis, synovial hyperplasia, chronic inflammation. Patient additionally reported dry mouth, dry eyes, 46 urine infections, muscle pain, arthralgia, joint pain, skin rashes, dizziness, blurred vision¿, ¿hair loss¿, ¿hearing problems¿, ¿weight gain¿, ¿uncontrolled menstruation¿, ¿loss of memory and concentration," ¿insomnia¿, ¿ sibo¿, ¿chronic gastritis," asia syndrome, tachycardia¿, ¿palpitations," loss of consciousness, chronic fatigue without being able to sleep at all, and numb hands all not related to the device. The device has been explanted.

Manufacturer narrative:
Correction to e.3 occupation: n/a. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side late seroma, and right capsule, fibrosis, stromal sclerosis, synovial hyperplasia, chronic inflammation. Patient additionally reported dry mouth, dry eyes, 46 urine infections, muscle pain, arthralgia, joint pain, skin rashes, dizziness, blurred vision¿, ¿hair loss¿, ¿hearing problems¿, ¿weight gain¿, ¿uncontrolled menstruation¿, ¿loss of memory and concentration," ¿insomnia¿, ¿ sibo¿, ¿chronic gastritis," asia syndrome, tachycardia¿, ¿palpitations," loss of consciousness, chronic fatigue without being able to sleep at all, and numb hands all not related to the device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 10/jan/2024. Additional, changed, and/or corrected data: a2.

Event description:
Patient reported right side late seroma, and right capsule, fibrosis, stromal sclerosis, synovial hyperplasia, chronic inflammation. Patient additionally reported dry mouth, dry eyes, 46 urine infections, muscle pain, arthralgia, joint pain, skin rashes, dizziness, blurred vision¿, ¿hair loss¿, ¿hearing problems¿, ¿weight gain¿, ¿uncontrolled menstruation¿, ¿loss of memory and concentration," ¿insomnia¿, ¿ sibo¿, ¿chronic gastritis," asia syndrome, tachycardia¿, ¿palpitations," loss of consciousness, chronic fatigue without being able to sleep at all, and numb hands all not related to the device. The device has been explanted.